Manufacturer narrative:
The device was not returned for evaluation. Device history records were reviewed and not discrepancies or anomalies were found. In the risk analysis for the laser treatment, burns are identified as a known possible complication of the treatment and was deemed acceptable. Additional attempts to collect more information regarding this event were unsuccessful. Based on available information, the root cause of this event cannot be conclusively determined.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that after a facial treatment, the patient suffered burns on the face. It was also reported that the treatment was ineffective for hyperpigmentation of the skin. Additional information for this event was requested but was not received.